Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed at the end of the tubing during the loading process. Additionally, it was reported that the pump touchscreen was intermittently unresponsive and was timing out quickly. Customer's blood glucose level was 320 mg/dl. Reportedly, the customer changed pump supplies and declined to provide additional information and further troubleshooting with tandem technical support.